Event description:
The manufacturer received information alleging the screen was blank on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display was replaced to address the issue. After replacing the part on the device, a final and run-in tests, battery and valve checks were performed on the device. The device was found operational, and it was cleaned.